Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a follow up it was not possible to interrogate this device. Premature battery depletion was alleged. The patient was hospitalized and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection identified no anomalies. The no telemetry condition was confirmed. The device case was removed and it was confirmed that the battery was severely depleted. This battery was removed and replaced with an external power source. A high current condition was briefly noted but it resolved. All attempts to recreate the high current condition were unsuccessful. Laboratory analysis concluded the cause of the no telemetry condition was a depleted battery cell. The cause of the battery cell depletion could not be determined; initially a high current condition was noted but it did not remain long enough to determine the source. No other issues were noted.